Manufacturer narrative:
Date of this report: 07/29/2015. Reused single use? No. Device available for evaluation? Yes return date: 09/28/2015. Occupation: hospital service technician. Date manufacturer received: 09/18/2015. Product evaluation: two un-sealed samples were received for analysis; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Evaluation: (sample 1 = s1, sample 2 = s2). When compared to the assembly drawing: using 20cc of air and a syringe it was verified that s1 would not inflate and s2 would fully leak out in under 15 seconds which would have resulted in the reported complaint. The instructions for use indicate the cuff should be tested with 5 to 10 cc of air before use. If in fact the reported damage was present before use it would have been immediately noticeable using the cuff inflation check. The customer indicated they had to extubate the tube. When viewed under magnification, s1 cuff had 6 holes measuring from 0.09¿ to 0.02¿ and s2 had 1 hole measuring 0.01¿ x 0.02¿. All of the observed holes were over the aluminum wrapping. The instruction for use contains warnings related to avoiding tube contact with a surgical laser due to the reflective nature of the aluminum wrapping (and that contact may cause deflation of the cuff). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that the emg tube cuff burst and the patient was reintubated with a second tube. There was no report of patient injury.